Manufacturer narrative:
The returned device was evaluated. Inspection found faulty cable unit. The customer reported issue was confirmed. Unrelated to the reported event, the rear cover label was noted to be fading. Device evaluation determined that the reported issue was confirmed. A faulty cable unit was identified causing the reported error message. Faulty cable is attributed to component failure. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that when plugged in the device showed an error code e224. The issue occurred during reprocessing. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the phenomenon considered to have occurred due to a failure of the cable unit. Since the phenomenon have been reproduced during device evaluation and the failure of the cable unit has been confirmed, it was assumed that e224 was displayed when the cable unit was connected due to the cable unit failed due to the user's application of force such as excessive bending, pulling, twisting, crushing, etc. To the camera cable. This phenomenon may have prevented: the following are described in the instruction manual/ IFU (instruction for use). Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor complaints for this device.